Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device associated with this report was received for examination. Review of the returned product found foam packaging material adhered/melted to the surface of the implant. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that last (B)(6) 2021 a size 10 right attune ps cemented femur was defective on the m/l position of the impact. There had a appeared to be some flaky material coated along the ridge of the implant. The defective implant was saved and packaged properly in a hazardous waste bag. Opened a new femur of the same size and kept the defective on off to the side.